Event description:
A malfunction was reported on the pump, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.